Event description:
It was reported that during insertion of a central venous catheter into the jugular of a (B)(6), the dilator was too soft and had a deformed guide. It was impossible to dilate the puncture site. There was heavy bleeding and risk of pneumothorax. As a result, an adult kit was opened and used successfully. It is unknown if there was a delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.